Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The cause of the pvl is unknown as information was requested, but not forthcoming . However, the pvl may be due to patient factors and/or the previously implanted 26mm s3 valve was implanted low. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by a field clinical specialist, approximately 3 years, 7 months post-implantation of a 26 mm sapien 3 valve in the aortic position via transfemoral approach, the previously implanted s3 26mm valve was implanted and landed super low. The patient came back with concentric paravalvular leak (pvl). The team placed another s3u 26mm higher. The procedure brought the pvl down to trace leak and a post gradient of 16 mmhg.